Event description:
It was reported that "during the extraction the seldinger extends forcing the operator to remove the newly implanted catheter." There was no patient harm or injury. No medical intervention required. The paitent's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4) .

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows the guidewire kinked and bent in several locations. The customer also returned one guidewire for analysis. Signs of use in the form of biological material were observed on the guidewire body. Visual analysis revealed that the guidewire was unraveled from the distal weld and kinked in multiple locations. The core wire was exposed out of the coil wire. Microscopic examination confirmed that the core wire was separated from the coil wire at the distal weld and that both welds were full and spherical. The major kinks in the guidewire body were measured 351mm and 363mm, from the proximal end. Bends in the guidewire body were measured at 36mm and 173mm, from the proximal end. The core wire measured 682mm in length, which is within the specification of 678mm - 688mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.85mm, which is within the outer diameter specification of 0.838mm-0.877mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed based, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guidewire was unraveled was confirmed through examination of the returned sample. The guidewire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based on the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the extraction the seldinger extends forcing the operator to remove the newly implanted catheter." There was no patient harm or injury. No medical intervention required. The paitent's current condition is reported as "fine".